Event description:
It was reported that during a mandible reconstruction with fibular free flap procedure the surgeon was using a matrixmandible 1.5mm drill bit with the matrixmandible 1.5mm threaded drill guide-short. Despite the irrigation the scrub tech was provided the instruments and they got very hot and eventually got stuck together. Surgeon selected another set of the same type and completed the procedure. This is 2 of 2 reports for this event in complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.